Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient returned for a routine follow up appointment, it was noted that the stent graft had distal migration with type I endoleak. The stent graft has migrated 6 cm and the aneurysm is 5.4 cm in diameter. The cause of the migration is a reverse conical neck. Two aortic cuffs were implanted and repaired the migration and type 1a endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (migration, endoleak). (Disease progression, reverse conical neck).